Manufacturer narrative:
Registration number 3009092818 and exemption number e2016011. Initial implantation details unavailable at the time of this report. This report is filed on september 09, 2016 by cochlear limited on behalf of cochlear americas. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery under general anaesthesia during an abutment change to remove the excess skin on (B)(6) 2015. The implanted device remains.